Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4) .

Event description:
Customer reported via phone call that the insulin pump had shut off with no alarm. Customer mentioned the issue had been going on for a month. Customer's blood glucose was 450 mg/dl. After troubleshooting, display returned. Customer was advised to monitor the device. Customer was advised the battery cap will be replaced. Customer will not be returning the device for analysis.